Event description:
The device was used during an unspecified procedure. The staples did not form properly. The hosp has not provided any further info.

Manufacturer narrative:
8/4/97-supplemental report #1 submitted to FDA.